Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It was confirmed that there was a broken at 17.5 mm from the distal end of the probe. The scratch was not found on the probe in the visual check. The broken surface of the probe was inspected. The inspection revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface are blackened. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1.the broken surface of the probe turned black. A force might have been applied to the probe due to sparks. As a result, the cracks were spreading out from the black discoloration area. 2.the tissue was grasped by the probe with cracks. Therefore, a force was applied to the probe. This might have caused the probe to bend. 3.a force was applied to the probe while the forceps were grasping the probe. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic gastrectomy, the subject device was used. After 10 minutes since the procedure began, the probe part was suddenly bent and could not be retrieved from the trocar. When the user grasped the probe with forceps, the probe broke off and fell inside the abdominal cavity. The fragment was retrieved with forceps. The intended procedure was completed with another device. There was no patient injury reported.